Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date the patient began treatment with and intraperitoneal (ip) injection of vancomycin (2 grams) and injection of gentamycin (20 mg, ip). Patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.